Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, pericardial effusion occurred. Pericardiocentesis was performed for removal of the fluid. Per the physician, pericardial effusion was not caused by abbott device. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as pericardiocentesis was performed for removal of the fluid. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.